Manufacturer narrative:
Complaint conclusion: approximately nineteen months post implantation of an optease filter, when the user attempted to retrieve the optease filter, one of the struts from the filter broke from the device. Therefore, the user was unable to retrieve the filter and it remains in the patient. There was no adverse event reported. No films are available. No additional information is available. The device has not been returned for analysis. Additionally, a device history record review could not be conducted as a sterile lot number was not received. Without images or procedural films for review, the reported filter retrieval difficulty and fracture could not be confirmed and the exact cause could not be determined. As noted in the event description, the attempt to retrieve the filter occurred 19 months post implantation. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Approximately nineteen months post implantation of an optease filter, when the user attempted to retrieve the optease filter, one of the struts from the filter broke from the device. Therefore, the user was unable to retrieve the filter and as such it remains in the patient. There was no adverse event reported. No films are available. No additional information is available.